Manufacturer narrative:
It was reported that the proximal part of the stent did not expand after the stent placement. Through the attached photo, it is confirmed that one side of the stent in the bag was expanded, and the other side was not. Seeing as how the expanded side had the suture, it is supposed the expanded side is the proximal side. As a result of analysis of returned device, stent was returned in state of expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Although the description "the deployed stent was still extended to 13-14 cm length looking like loaded in the delivery system.", the proximal part of stent was expanded in attached photo, and the returned stent was expanded. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure, but it is assumed that the stent did not expand temporarily due to the curve and extreme pressure at the patient lesion, and did not expand temporarily after removal due to the environment at the time of the procedure. And then, it is assumed the stent gradually expanded slowly during the return process. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This complaint couldn't know the root cause, but it is assumed that it occurred due to the pressure of the patient's lesion and the environment at the time of the procedure. There will be continued monitoring of the same or similar customer complaints.

Event description:
It was reported that the proximal part of the stent did not expand after the stent placement. The deployed stent was still extended to 13-14 cm length looking like loaded in the delivery system. Tapping the stent by forceps did not let the stent expand at all, therefore, it was removed and another stent (ec1808bh) was used to finish the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that the proximal part of the stent did not expand after the stent placement. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
It was reported that the proximal part of the stent did not expand after the stent placement. The deployed stent was still extended to 13-14 cm length looking like loaded in the delivery system. Tapping the stent by forceps did not let the stent expand at all, therefore, it was removed and another stent (ec1808bh) was used to finish the procedure. There were no patient complications as a result of this event.